Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit was received with normal operating currents and no unexpected low battery alarm or replace battery now alarm noted. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. However, unexpected power loss alarm noted in the long trace due to intermittent non-sleep anomaly software error. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed replace battery now. Troubleshooting was performed. Customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump alarmed replace battery now less than ten hours from the low battery alert. It was reported that the battery was not previously used, the pump was not dropped/bumped and that there were no unattended alarms. It was reported that the battery cap was not damaged and that this was the second occurrence of the replace battery now alarm occurring less than ten hours from a low battery alert. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.